Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.